Manufacturer narrative:
(B)(4): the 3rd party biomedical engineer advised physio-control that the customer was notified that their device requires additional repair, but at this time the customer has not responded to their requests for permission to move forward. The biomedical engineer is unsure if the customer will approve the repair or retire the device from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
It was reported by a 3rd party biomedical engineer that the customer's device had a service indicator present and the word service across the display, which is indicative of a device lock-up. The device had been sent to the 3rd party service company for preventative maintenance when the issue was discovered. There was no patient use associated with the reported event.